Event description:
It was reported that during a lead revision the patient¿s lead broke as it was being removed. As the healthcare professional (hcp) was pulling the lead out, the lead ripped in half and a part of the lead was left in the epidural space of the cervical spine. The manufacturing representative stated the hcp was pulling quite hard on the lead. The patient had one lead that was revised with two leads. The patient was doing really well post operation.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).